Manufacturer narrative:
Initial.

Event description:
It was reported that a user and trainer contacted support because a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet after previously being paired to a different insulin pump; the trainer powered down the prior pump and enabled the cgm on the ilet, after which the cgm paired and glucose readings resumed during the call. No adverse clinical symptoms reported. Outcomes included restoration of cgm data flow to the ilet without alerts or alarms. User support included guided troubleshooting and user education performed remotely with the trainer and user. Investigation of this case revealed a pairing conflict with a previously connected pump that resolved after disconnecting the prior device and reinitiating cgm pairing on the ilet, consistent with a communication or connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was user/device pairing configuration and use-related factors.